Event description:
The patient was reportedly experiencing pain at the implant site. Pain medication was recommended. The patient reportedly had fluid in the mastoid area of the left ear. The patient was prescribed prednisone and amoxicillin. Advanced bionics is in the process of gathering more information.